Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported "entire applicator needle assembly was stuck in their arm and caused pain" while using the adc device. The customer indicated that a nurse removed the needle and the sensor. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported "entire applicator needle assembly was stuck in their arm and caused pain" while using the adc device. The customer indicated that a nurse removed the needle and the sensor. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor, no issue were observed. Observed sharp stuck inside sensor plug assembly. Unable to perform further investigation due to partial product returned. If the partial product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.